Event description:
A customer contacted beckman coulter inc (bci) regarding reproducible, elevated carcinoembryonic antigen (cea) results, above the normal reference interval, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate methodology produced discordant lower results within the normal reference interval. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Both levels of cea2 qc were within the customer's established ranges prior to and after the event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The customer sent the sample to customer product line support for additional testing. Cpls was unable to identify a patient source interferent. A definitive root cause has not been determined to date for this event. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 for additional reportable events/occurrences. This reportable event captures the samples for one patient that is related to the previously submitted MDR 2122870-2010-00695.